Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j sales representative. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent removal procedure due to tfna nail broke at the section where the blade is passing through the nail. Originally, it was implanted on (B)(6) 2020. They do not see any progress of the locking-screw moving out. When the screw reached the proximal end, it was not coming out completely but resting flush at the nails end due to the lack of threading all the way to the end. Procedure was completed successfully with no patient consequence. This (B)(4) was created to capture the post-operative event where the nail was broken and (B)(4) captures the intra-operative event for extracting a broken tfna nail. Concomitant devices reported: unknown helical blade (part # unknown, lot # unknown, quantity # 1), unknown locking screw (part # unknown, lot # unknown, quantity # unknown). This report is for one (1) 11mm/130 deg ti cann tfna 200mm - sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.